Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer gets shaky curves with the evp assay that sometimes results in false positive results. No patient impact was reported. The following information was provided by the initial reporter: customer informed local apps that they get shaky curves with evp assay that sometimes results in false positive result.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives" while running the evp assay. Service performed re-normalization on the readers and reader heater muxes were cleaned. Qualification run was performed, and instrument was returned to the customer operating to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Complaints for results are within statistical control for the month of september 2022. The upper control limit was not breached, and trends were not identified associated with this defect. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-maxinst-aph rev 22 the potential risk of the reported failure mode is false positive, which is an s3; reference (B)(4).

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer gets shaky curves with the evp assay that sometimes results in false positive results. No patient impact was reported. The following information was provided by the initial reporter: customer informed local apps that they get shaky curves with evp assay that sometimes results in false positive result.